Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker went from eight years remaining to five and a half years remaining in a span of seven months. The engineering analysis revealed that the device was at high atrial sensing and has had several atrial tachy response (atr) episodes. The device also had signal artifact monitoring (sam) patched installed and enabled. The boston scientific technical services (ts) recommended reprogramming. The device remains in service. No adverse patient effects were reported.